Event description:
It was reported that during a gastroplasty procedure, the device released the staples, but they did not form properly. It was not reported how the procedure was completed. There were no adverse consequences to the patent.

Manufacturer narrative:
Date sent: 08/06/2008. Information anticipated, but unavailable at this time.